Event description:
Customer reported the buttons on the insulin pump were not responding. The numbers were ramping on there own and when he pressed the act button it did not stop the numbers. Customer's blood glucose was 276 mg/dl. Customer was unable to treat; he does not have a back up plan. Customer stated he worked out and the device was exposed to sweat but was not submerged. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces noted. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.